Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 23.9 mmol/l. Customer did manual injection for high blood glucose level. Customer also reported that the insulin pump had critical broken force sensor error alarm. Customer reported that the insulin pump was not exposed to the high magnetic field. Customer reported that they were assisted in clearing the alarm. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.